Event description:
It was reported that the patient heard an alert. Interrogation of the device showed a high and unstable lead impedance trend, many oversensing episodes, and an unstable threshold trend. A possible fracture was suspected. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. The atrial pace impedance was steady at 400 ohms until rising out of range >3000 ohms starting (B)(6) 2014 and then the impedance measurements varied from 400 ohms to >3000 ohms in the remainder of the trend data. A atrial bipolar lead impedance warning occurred on (B)(6) 2014. Analysis of the device memory indicated atrial pacing capture threshold was intermittent. Atrial capture management threshold trend was stable at approximately 0.875 volts through (B)(6) 2014 until the threshold began to vary from 0.875 volts up to >2.5 volts. Analysis of the device memory indicated oversensing information. Atrial tachycardia/atrial fibrillation episodes were recorded with apparent oversensing seen on the electrograms.